Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a cadd-legacy® duodopa pump would not start, even though the patient pressed the start/stop button twice. It was also noted that the pump often alarmed high pressure/blockage. The patient experienced panic when using the pump. The reason for the high pressure alarm was related to the positioning of the pump and tubing. The patient reported their condition as being weak in the evenings; speech was slurred and stiffness was present in their legs. These symptoms have been occurring since the beginning of treatment. Further evaluation by a home care nurse found that the continuous dose had been too strong. The pump had administered 6.5ml continuous dose when it should have been be 2.9ml. It was believed that the patient had been receiving the wrong dose for a week or two. No permanent injury was reported.